Event description:
It was reported that during a laparoscopic splenectomy procedure, the device functioned as intended. However, when the device was fired a second time, there was a significant amount of bleeding. The procedure was converted to open to control the bleeding. The operating room time was extended by 30 mins. The pt is recovering normally with no add'l consequences.